Event description:
On (B)(6) 2013, the patient reported her blood glucose level was elevated as high as 348 mg/dl and she experienced extreme thirst. Her normal blood glucose range is 109-170 mg/dl. She stated that her infusion site became wet after a bolus of 18 units of insulin. The patient does not think the insulin leaking is due to poor absorption and the cannula is still in her body when the insulin leaks. The patient changed the infusion headset and programmed a new bolus; a couple hours later her blood glucose had lowered to 290 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
The complaint describing a leak on the headset was not verified. The headset meets the product specifications. The used returned samples were visually inspected and tested for flow and tightness. All test results were within specifications.